Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a set screw issue. It was not possible to successfully screw in the set screw. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.